Event description:
Leaky valve. Confirmed complaint: freeze valve stuck open. High pressure line fitting leaking at valve body. Repair order (B)(4). Ll100 cryosurgical 900001 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Leaky valve confirmed complaint: freeze valve stuck open. High pressure line fitting leaking at valve body. Repair order (B)(4). Ll100 cryosurgical 900001 (B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples . *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 05/12/2020 under wo #280717 and shipped on 4/5/2021. Manufacturing record review: DHR 280717 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Based on log 97604. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: a definitive root cause is not determined for this complaint unit. The leaking valve was due to a fitting that had passed the in-process testing and found to be leaking on this complaint. Assembly error is not determinable. The stuck trigger is potentially due to a faulty or damaged core valve but not confirmed. Correction and/or corrective action. The unit was repaired, tested and returned to the customer. The training record for the assembly was checked to confirm it is up to date. No further corrective action is necessary. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.